Event description:
It was reported that this right ventricular (rv) lead presented gradually increasing shock impedance values, eventually recording a high out of range value. Technical services (ts) reviewed the available information and recommended a possible commanded shock to evaluate shock efficacy as well as well as continued monitoring. This device remains in service. No adverse patient effects were reported.